Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited infection and became septic. A revision was performed and the pacemaker with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This crt-d was not returned for analysis.additional information received indicates that the patient with this crt-d further developed and experienced cardiac tamponade and underwent placement of a pericardial window, which approximately 400 cubic centimeter of fluid was removed. The patient wound was closed, and chest tubes were left in place for overnight observation. Stable condition with zero output of drainage were then observed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited infection and became septic. A revision was performed and the pacemaker with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This crt-d was not returned for analysis. Additional information received indicates that the patient with this crt-d further developed and experienced cardiac tamponade and underwent placement of a pericardial window, which approximately 400 cubic centimeter of fluid was removed. The patient wound was closed, and chest tubes were left in place for overnight observation. Stable condition with zero output of drainage were then observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and became septic. There were no additional adverse patient effects reported. This crt-d was explanted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.